Event description:
Customer reported that the insulin pump returned multiple no delivery alarms. Customer reported having recent blood glucose readings as high as 400 mg/dl. Customer reported that recently, insulin was not exiting the tubing and the insulin pump failed to alarm no delivery. During troubleshooting, customer was able to get insulin to exit the tubing. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.